Event description:
It was reported that there was a warning for low impedance on the left ventricular (lv) lead. Follow up yielded no information. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.